Event description:
It was reported that the patient was not able to adjust the stimulation on their implantable neurostimulator (ins) using the programmer unit. The patient had no stimulation sensation since last saturday. Specifically, the patient had a sleep study on saturday night and was unable to turn the device off. The patient stated that they saw a ¿call your doctor¿ icon and an end-of-service (eos) message. The patient noted that they never had a follow up appointment and thought the ins battery would last longer than 1.5 years. The patient ran the stimulation 24 hours a day at 2.5 volts and 3.5 volts. Additional information received reported an elective replacement indicator (eri) message. The implantable neurostimulator (ins) died after a year and a half in (B)(6) 2014. The battery had been dead since mid-july. It was unclear when the battery died, as reported information was contradictory. It went dead in less than a year, and the battery depletion was premature and the patient was unsure why. The patient had been ¿without a working battery in her.¿ the patient had been without any pain relief. Since october, the patient was not taking any pain medications and sometimes couldn¿t walk or stand up. The patient was getting ¿sicker¿ every day. The patient did something to her back in august. The patient was in too much pain and was getting a ¿run around.¿ the patient was ¿suffering¿ mentally and physically. It was noted the patient thought the lead had moved. The patient never had follow up since the implant was implanted and had been dealing with ¿problem¿ on her own. The patient stated the rep said there was nothing wrong with the device. The patient¿s neurosurgeon was trying to schedule a battery replacement at a hospital that did not approve the surgery. The rep noted that the patient was referred to the university for a battery replacement for a normal eos. The patient reportedly had an appointment with the physician on (B)(6) 2015 with a physician at the university. No surgery date had been scheduled. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having pain and tenderness at the implant site and pain at the lead implant site. It started about 2 weeks prior. The patient did remember falling about 2 weeks prior to the report. It was noted that the patient's balance was not good and fell often. The patient had meniere's and had fluid in her ears. The patient further had some back pain that was not covered by the stimulator. There was a loss of therapeutic effect, stating that initially therapy worked but gradually it seemed to cover less of the pain. It was noted that the patient was redirected to the healthcare professional (hcp). The patient had done physical therapy with stretching exercises. The patient also had started school and had taken the stairs, and stated that she was overweight so she was not sure if that could cause any issues. It was noted that the hcp told the patient to schedule an appointment with a manufacturer's representative to check the device. When the manufacturer's representative spoke with the patient she stated she did not want to meet and insisted there was no problem with her stimulator. It was stated that the patient said she had "different issues" and "only called because the hcp made her." This information was reported previously, and upon further review it was found that it pertained to this event.